Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The ventilator interface board and mixer were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during boot-up, the unit went into alt o2 mode. There was no report of patient involvement.